Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) on (B)(6) 2026 due to an elevated blood glucose (bg) level (396-432 mg/dl). Prior to going to the ER, the customer attempted to treat the bg by delivering a correction bolus. While in the ICU, the customer was treated with intravenous saline and insulin. At the time of the call with tandem technical support, the customer had not yet been released from the ICU. A system check was performed, and it was found that the pump was functioning as intended. The cause for the reported issue is unknown. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized on (B)(6) 2026 due to an elevated blood glucose (bg) level (432 mg/dl). Prior to going to the ER, the customer attempted to treat the bg by delivering a correction bolus. While in the hospital, the customer was treated with intravenous saline and insulin. At the time of the call with tandem technical support, the customer had not yet been released from the hospital. A system check was performed, and it was found that the pump was functioning as intended. The cause for the reported issue is unknown.